Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical low anterior resection (lar) procedure, the customer informed the technical support engineer (tse) that power was restored, and the system powered up, but the vision side cart kept displaying " system check in process" but does not complete the start-up process. The tse assisted the customer through performing a hard power cycle. The system powered up and the message continued to persist, hard power cycle performed twice to no available. The tse advised the customer that the power outage had affected the vision side cart. The procedure was converted to laparoscopic surgery and with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer informed both complaints were in the same procedure. There were no incisions increase, or additional ports placed. There was no injury to the patient. It was not part of the plan to convert to laparoscopic surgery.

Manufacturer narrative:
The probable root cause is attributed to a power surge in the operating room causing the system to shut down. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed laparoscopically. It was toward the end of the case, so they brought another tower (monitor) in.

Event description:
Refer to h11 for follow-up information.